Manufacturer narrative:
Eval: no known device problem. No testing methods performed. No results available since no evaluation performed. Unable to confirm complaint. Device not returned.

Event description:
On (B)(6) 2018 a patient (pt) from (B)(6) who wore 1-day acuvue moist contact lenses called to report that about a month ago he experienced ¿redness in the eye with pus around the redness.¿ the pt went to the hospital and stated that it was ¿diagnosed that the symptoms occurred by bacteria entering the eye¿. The symptoms persisted after removal of the contact lens (cl). On (B)(6) 2018, the pt was contacted and provided the following additional information: the pt stated that he went to an eye doctor twice but was unwilling to provide the details of the doctor visits, however the pt provided the following information: in early (B)(6) 2018, the pt experienced redness in the right eye (od) after the removal of the cl. In late (B)(6) 2018, the pt went to an eye doctor (first eye doctor visit) and was ¿diagnosed that bacteria entered in his od, which caused having pus in the eye.¿ the pt stated he had not been wearing a cl since the doctor visit. The pt was instructed to return to the clinic after one week from the first visit. Levofloxacin and flumetholone eye drops were prescribed. In late (B)(6) 2018, the pt returned to clinic (second eye doctor visit) and it was determined by the doctor that the previously prescribed eye drops were not working and the pt would be prescribed stronger eye drops. The pt was prescribed betamethasone sodium phosphate eye drops. The pt stated that he had not been wearing a cl since the first doctor visit. The pt was instructed to return to clinic unless pt was cured. The pt stated that his od is not cured at present. The pt was unwilling to provide permission for the eye doctor to be contacted for a medical interview and would not provide a written consent form for disclosure. The pt refused to provide any further information. No additional medical information has been received. The product is not available for return as the patient refused it. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5920230113 was produced under normal conditions. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.